Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
Customer inquired if wearing the pump in her bra could possibly cause a "fluttering heart." Reportedly, customer had been wearing the pump in her bra for the past month but during the past week, had been dealing with a "fluttering heart" coupled with fatigue. Blood glucose was reported to be unaffected. Customer reported that when event started, health care provider had been consulted and customer was told there was nothing wrong. Customer confirmed that she did not have a pacemaker, and outside of having a respiratory infection a few weeks ago, had not undergone any treatment or received any medication. Tandem technical support sent customer a t:clip so that the pump would not need to be carried in the bra.